Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the camera head was in good condition with no abnormalities detected; however, the camera cable was kinked around the cable boot. The reported issue (no image) was confirmed. When the camera was connected to a processor, a blank image was displayed due to a faulty camera cable. In addition, when the camera cable was flexed around the kinked section of the cable, noise was generated on the display. Service found that there were several defective pixels, which were above the acceptable limit. A pixel correction was performed and the defective pixels were rectified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use during an unspecified procedure, no image was displayed. The customer indicated the camera sensor was faulty. There was no clinical impact. There was no patient or user injury reported due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was confirmed. The root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.